Manufacturer narrative:
Findings: motor tested, functions to manufacturers specifications. Corrective measures: motor needs complete cleaning, load and final test. See vendor evaluation.

Event description:
On 17-dec-2025, it was reported by a sales representative via (B)(4) that an ar-200m handpiece gets hot during use. Noticed during a case, device swapped, and case completed with no patient effect.